Manufacturer narrative:
(B)(4).

Event description:
A consumer whose indication for use was parkinson&#38112;dual reported that their therapy were shutting off on the day of this call. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the security at (B)(6) store caused her system to turn off and the issue had not been resolved. Two weeks later, the health care provider reported via manufacturer representative that the patient was last seen by them in (B)(6). When they saw the patient, the patient had turned the device to 0v. The patient had follow up appointment with health care provider in (B)(6). Further follow-up is being conducted to obtain more information. If additional information is received, a follow-up report will be sent